Manufacturer narrative:
The lot number was not provided; therefore the DHR could not be reviewed. The complaint product was not received for analysis. The medical intervention or surgical intervention box was not checked on the complaint form. Additional information was requested regarding the length of the broken piece and if any medical or surgical intervention was necessary to remove the broken piece; however, no additional information was received. There was no serious injury. It was stated that the patient's vessels were occluded; therefore the broken piece of wire would not be able to get in the vein and travel to the heart and other parts of the body. It is improbable that this malfunction would cause a serious injury if it were to recur. The exact cause of the piece breaking off was not determined.

Event description:
During tibial stick in dorsalis pedis, sheath and wire met resistance to a totally occluded vessel. When removing the .018 access wire, part of it broke off in patient. Patient status at time of report is alive with no injury.